Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The filiform double pigtail ureteral stent was to be placed after transuretheral lithotripsy (tul), when the physician was withdrawing a suture from the stent after cutting the suture prior to patient contact, stent itself was cut off. "The stent broke even though I withdrew the suture gently." Another device of the same kind was used instead.